Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("the tube is focally mildly disrupted with a perforation") and device breakage ("the right fallopian tube are multiple piece of coiled silver wire") in a 32 year-old female patient who had essure inserted (lot no: c06470) for female sterilisation. The patient had a medical history of overweight, vulval itching, carbuncle, ovarian cyst, vaginitis, genital boil (patient was recently given abx for boils), high cholesterol, live birth (2), spontaneous abortion (1), parity 2, multi gravida, cervical pap smear abnormal, left lower quadrant pain, surgery (gl- appendectomy incision and drainage of skin abscess, single (surg) on (B)(6) 2016, surgery-other on (B)(6) 2015, left salpingectomy hysteroscopy on (B)(6) 2015, laparoscopy remove adnexa on (B)(6) 2015, surgery-other on (B)(6) 2014 ¿ essure), hidradenitis, amenorrhea, hypercholesterolemia and candidiasis. Previously administered products included: ketoconazole, amoxicillin, bupropion, fluconazole, metronidazole and mupirocin. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (right salpingostomy and extraction of implant. Left salpingectomy). The reporter considered device breakage and fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery. No discrepancy noted removal date of drug updated to on (B)(6) 2015 from on (B)(6) 2017 00:00. Discrepancy noted insertion date of drug updated to on (B)(6) 2014 from on (B)(6) 2011 discrepancy noted: essure removal details date is on (B)(6) 2015 and surgical pathology study report date is on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.938 kg/sqm. [Pathology test] on (B)(6) 2015: clinical information. Procedure: left salpingectomy, removes of essure. Pre-operative diagnosis: chronic pelvic pain specimen(s) submitted: left fallopian tube essure from right tube for gross only gross description left tube containing a silver coiled wire. The tube is focally mildly disrupted with a perforation located approximately 2.5cm from the proximal end. The right fallopian tube are multiple piece of coiled silver wire. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device breakage (10012575) and fallopian tube perforation (10065790). The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added. Non drug treatment updated. Events device breakage and fallopian tube perforation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure removal via bilateral salpingectomy added in the non-drug treatment. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essuure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("the tube is focally mildly disrupted with a perforation") and device breakage ("the right fallopian tube are multiple piece of coiled silver wire") in a 32 year-old female patient who had essure inserted (lot no. C06470) for female sterilisation. The patient had a medical history of overweight, vulval itching, carbuncle, ovarian cyst, vaginitis, genital boil (patient was recently given abx for boils), high cholesterol, live birth (2), spontaneous abortion (1), parity 2, multi gravida, cervical pap smear abnormal, left lower quadrant pain, surgery (gl- appendectomy incision and drainage of skin abscess, single (surg) - (B)(6) 2016. Surgery-other ¿ (B)(6) 2015 ¿ -left salpingectomy hysteroscopy - (B)(6) 2015 laparoscopy remove adnexa - (B)(6) 2015 surgery-other ¿(B)(6) 2014 ¿ essure), hidradenitis, amenorrhea, hypercholesterolemia and candidiasis. Previously administered products included: ketoconazole, amoxicillin, bupropion, fluconazole, metronidazole and mupirocin. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2015. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (right salpingostomy and extraction of implant. Left salpingectomy). The reporter considered device breakage and fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery-no discrepancy noted removal date of drug updated to (B)(6) 2015 from (B)(6) 2017 00:00 discrepancy noted insertion date of drug updated to (B)(6) 2014 from (B)(6) 2011 discrepancy noted : essure removal details date is (B)(6) 2015 and surgical pathology study report date is (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.938 kg/sqm. [Pathology test] on (B)(6) 2015: clinical information procedure: left salpingectomy, removes of essure pre-operative diagnosis : chronic pelvic pain specimen(s) submitted: left fallopian tube essure from right tube for gross only gross description left tube containing a silver coiled wire. The tube is focally mildly disrupted with a perforation located approximately 2.5cm from the proximal end. The right fallopian tube are multiple piece of coiled silver wire. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device breakage (10012575) and fallopian tube perforation (10065790). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2192 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.